Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. During troubleshooting with tandem technical support, despite not being instructed to, the customer attempted to resolve the issue but applying extra force to push the cartridge in. Customer stated they were able to successfully load a cartridge via this method and declined any further troubleshooting regarding the piston issue. There was no adverse impact to the customer's blood glucose level.